Manufacturer narrative:
The manufacturer received medical records and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that subsequently, the patient was revised due to unknown reasons. The cup, head and bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Investigation has been completed. Investigation and conclusion: event description: it was reported that patient underwent an initial left total hip arthroplasty subsequently, the patient was revised due to unknown reasons. The cup, head and bearing were removed and replaced. Harm: s3 - exposure to anesthesia, moderate. Hazardous situation: unknown. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the complaint product was returned and received at the warsaw site for examination. A visual examination was performed on behalf of the warsaw team and the ceramic head was noted to have scratches on the lip of the taper and signs of wear to the outer diameter. Review of product documentation: device purpose: all involved devices are intended for treatment. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production with no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that patient underwent an initial left total hip arthroplasty subsequently, the patient was revised due to unknown reasons. The cup, head and bearing were removed and replaced. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The reported event cannot be confirmed as the nature and details of the event are unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.